Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized with hyperglycemia on (B)(6) 2026. The patient reported waking up in the morning with elevated blood glucose levels and felt that the pod was not functioning as expected. The patient also reported detecting an odor of insulin at the infusion site. The patient¿s blood glucose levels rose to 545 mg/dl while wearing the pod on the abdomen for an unknown duration. Reported symptoms included feeling bad upon waking, vomiting, and hyperglycemia. The patient reported a diagnosis including unspecified atrial fibrillation with rapid ventricular response (rvr) and type 2 diabetes. The patient was treated with medications administered via intravenous fluids. The patient was discharged on (B)(6) 2026.